Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Attachment article: myocardial fibrosis predicts adverse outcome after mitraclip implantation. The device remains in the patient and is not returning for analysis. A follow-up report will be submitted with all additional relevant information. [(B)(4)].

Event description:
This is filed to report mitral stenosis and heart failure. It was reported through a research article titled, myocardial fibrosis predicts adverse outcome after mitraclip implantation, identifying mitraclip devices that may be related to mitral stenosis and heart failure. Specific patient information is unknown. Details are listed in the attached article. No additional information was provided.

Manufacturer narrative:
(B)(4). The UDI is unknown because the part number and lot number was not provided. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. Based on the information reviewed, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of mitral stenosis and worsening heart failure are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.